Event description:
During placement, nurse noted resistance, so she removed peripherally inserted central catheter & found guidewire had poked through the side of the peripherally inserted central catheter.